Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In how many days did the suture absorb? What medical or surgical intervention was required?

Event description:
It was reported that a patient underwent a hysterectomy procedure and suture was used. After the procedure, the surgeon saw that the suture absorbed "too quickly¿. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Unopened representative samples were returned for evaluation and examined for visual defects: according to the sample condition, the samples meet the finish good requirements and no performance - absorption of suture could be observed.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.